Manufacturer narrative:
The affected device was examined on-site by service technician and the log file was provided for further investigation at the manufacturer¿s site. Based on the log file analysis it could be confirmed that the device repeatedly performed warm starts on the (B)(6) 2021. A faulty mixer, consisting of hpsv air and hpsv o2, could be identified to be the root cause of the event. As a safety feature of the ventilator, the device software analyzes and verifies proper software operation and hardware function. If this internal monitoring detects a deviation, the device generates a corresponding visual and audible alarm in order to alert the user of the deviation. As a remedy measure a warm start might be initiated. For a warm start, the device briefly switches off and then on again. During this time, an emergency breathing valve opens, allowing the patient to breathe spontaneously. If the boot sequence of the warm start is successfully completed (duration approx. 8 seconds), ventilation is continued with the previous parameters. In case of an unsuccessful warm start a continuous audible alarm would be activated, and the emergency breathing valve would remain open. The warm starts are repeated until the unit is switched off. Manual ventilation with an alternate device may be considered necessary. The affected device reacted as specified and attempted to remedy an internal deviation by warm starts. The warm starts were alarmed accordingly. After several unsuccessful warm starts the device was turned off by the user. Replacement of the faulty mixer and testing the device according to the manufacturer¿s specification must be performed prior to further use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported, that device errors 10.99.112/13.99.130 were displayed and the reboot was repeated. The device was turned off by the user because the problem persisted. During that time, the patient (covid-19 infected) 's saturation dropped to about 50%. However, there was no serious injury reported. After this symptom occurred, the device was removed from the patient.